Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ indicating that the rtc battery was exhausted. Patient involvement remains unknown. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on (B)(6) 2022.. The reported issue was confirmed, rtc battery was empty and needs replaccement. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.